Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. The october 2007 15-month spyglass direct visualization probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report #6000048-2007-00341. It was reported to boston scientific corporation on november 19, 2007, that a cholangioscopy and endoscopic retrograde cholangiopancreatography (ercp) using a spyglass direction visualization probe were performed on a male patient (weight unknown) on three months earlier. According to the complainant, "the day after the spyglass procedure (cholangioscopy), (the) patient presented with upper abdominal pain, which was diagnosed as pancreatitis with a severity of mild." "Based on the mild severity of pancreatitis, it was determined that no medication was needed and the patient was just observed. The event resolved without sequelae on two days later." The physician indicated that the event was "possibly related to the spyglass probe, the spyscope, to the ercp procedure, and the patient's condition/comorbidities."